Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication error message. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.